Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 8mm nc emerge balloon catheter was advanced and initially inflated at 12 atmospheres (atm). However, during the second inflation at 18 atmospheres, the balloon ruptured. The device was completely removed and procedure was completed with a different device. No patient complications nor injuries were reported.